Manufacturer narrative:
We received one vamp adult system for examination. The reported event of "the pressure tubing was found detached at the one-way stopcock side" was confirmed. Dry blood residues were evident on the top of the sample site of the vamp adult system. The pressure tubing had detached from the bond joint with the vamp reservoir stopcock. The pressure tubing was bent near the point of detachment. Indications of bonding solvent were evident on some locations of the tubing bond surface area. Craze marks were also evident on the bond surface area of the reservoir stopcock. The tubing outer diameter was measured near the point of detachment and found to be within specification. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The 510k number is unknown at this is a custom defined product. Related medwatch number 2015691-2016-02800.

Event description:
It was reported that in this disposable pressure transducer with the vamp system, the pressure tubing was found detached at the one-way stopcock side. Replacing the set for another one solved the issue. There was no patient injury noticed. The device is available for evaluation.